Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 advanced auto CPAP alleges the unit is smoking and produce the electrical smell. The device was plugged in to a receptacle ac power outlet. There was no report of patient harm or injury. The device was not returned. If additional information is received a follow up report will be submitted.

Event description:
The patient reported to philips that while using the dreamstation 2 advanced auto CPAP alleges the unit is smoking and produces an electrical smell. The device was plugged in to a receptacle ac power outlet. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. An external and internal inspection of the device and observed the following: pil tech was able to power the device on and retrieve the error logs. Review of the error logs shows the device had 2264.7 blower hours, 1914.0 therapy hours, and there were 25 errors logged. There were 6 instances of e-15 (err_cycle_handler_overrun), a reboot error, 14 instances of e-22 (err_motor_flux_magnitude), a reboot error, and 5 instances of e-250 (err_barometric_comm), a continue error. These errors were reproduced within a 24-hour period, escalating them from reboot errors to a stop error. While trying to confirm airflow, the device started to reboot, therefore, tech could not confirm that the device provided therapy or that the heater plate heats. Care orchestrator data was not available for download. Pil observed an unknown contaminant consistent with mineral deposits on the water tank, water tank pan, tank seal, tank lid, and the inlet\outlet seal. The ui panel was observed to have burn marks on it. Evidence of liquid ingress was observed on the top enclosure, center enclosure, and iso port. The pca was observed to have corrosion on it, and burn marks on the q3, possibly due to liquid ingress to it. An unknown dust contaminant was observed inside the inlet of the blower box. Evidence of liquid ingress was observed on the blower, and blower box along with an unknown dust contaminant consistent with mineral deposits. Evidence of liquid ingress was observed on the heater plate and the bottom enclosure. An unknown dust contaminant was observed on the bottom enclosure.

Manufacturer narrative:
The manufacturer is submitting a correction report for the following sections as below, section b5: describe event/problem. Section d9: device available for evaluation. Section h3: device evaluated by manufacturer. Section h6: problem code, evaluation method code, evaluation results code and conclusion code. From the additional information, there is a corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.